Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. The patient's condition is stable.

Manufacturer narrative:
A partial lead with lead tip measuring 10 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.